Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on (B)(6) 2013, the polyaxial head placement tool was identified as damaged. While trying to click the 3-d heads onto the screws with the tool, the heads repeatedly clicked off as the sleeve in the 3-d heads kept locking up. The sleeve was pushed down and then the heads were carefully clicked onto the screws, while taking care not to use enough force to lockout the sleeve. This was successful but frustrating to the surgeon. This is report 1 of 1 for complaint (B)(4).